Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was disconnected from infusion set. Customer reported fluid under the lcd display on the insulin pump. The blood glucose reading was 134mg/dl. Nothing further reported.